Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patients ipg had reached its end of service. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
It was reported to abbott, it was reported a patient¿s ipg was at end of life. The replacement took place without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.